Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02343 for spyscope ds ii access & delivery catheter, and 3005099803-2024-02411 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used with a spy ds controller during a procedure for treatment of gallstones and cholecystitis with stone removal on (B)(6) 2024. During the procedure, the device could not show the image. The procedure was not able to be completed. There were no patient complications reported as a result of this event. Additional information received on may 27, 2024. Additional information was received stating that the procedure was able to be completed using another spyscope. It was not cancelled or rescheduled.

Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (imdrf impact code) have been updated based on the additional information received on may 27, 2024. Block h11: additional information was received that the procedure was completed with the same device and the controller was tested and worked as intended. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. The returned spyscope ds ii was analyzed, and an image assessment for visualization was performed. The reported complaint was not confirmed. During product analysis, a live image was seen upon insertion of the device and no problems with device functionality was observed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02343 for spyscope ds ii access & delivery catheter, and 3005099803-2024-02411 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used with a spy ds controller during a procedure for treatment of gallstones and cholecystitis with stone removal on (B)(6) 2024. During the procedure, the device could not show the image. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.